Event description:
It was reported the patient stopped feeling stimulation the day after implant. Stimulation was verified to be on, but the patient was not feeling stimulation. The patient also experienced a return of symptoms since the day they stopped feeling stimulation. A loss of therapeutic effect was noted. Stimulation had been increased from 2.0v to 4.5v and they still did not feel it. The patient still had symptoms even after increasing stimulation. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# va0g4qu, implanted: (B)(6) 2014, product type lead; product ID 3037, serial# unknown, product type programmer, patient. (B)(4).

Event description:
It was later reported the patient¿s lead had migrated and moved superior so a revision was performed on (B)(6)-2014. It was noted they also moved the implantable neurostimulator (ins) contra-laterally during the revision.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).